Event description:
Pt undergoing laparoscopically assisted vaginal hysterectomy using lcsk5 experienced unexpected bleeding during procedure requiring blood transfusion. Physician does not report malfunction of equipment just states that his experience is that scalpel doesn't work well in thick tissue - pt had thickly scarred areas throughout.